Event description:
It was reported that following device implant a doctor didn¿t close a patient after surgery and the person who did close the patient didn¿t do it right. A week later the doctor had to put stitches in. A manufacturer representative gave the patient instructions when he was half conscious after the surgery. The patient was basically happy with the device, but if he was sexually stimulated or close to an orgasm he would get the worst shock. It was like lightning struck him, it was awful, and it was worse than anything in his life although he¿d been through cancer and a lot of pain. The issue made the patient afraid to have sex. The patient started getting strange shocks when he got aroused several months ago and the first time he tried four to six weeks ago, he got that awful shock. If the patient picked up something heavy, it was painful afterward. He was questioning his leads because of how he felt when lifting. If the patient carried 40 pounds, it took three days to settle down. He hadn¿t changed programs and was afraid to change it again. The patient kept it on a particular program because it was working well. When the patient changed programs it was like trying to get hit by lightning. The patient hadn¿t contacted his physician about the issue. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0enm4, implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
Due to indrf harmonization, any previously submitted device, method, result, and conclusions codes no longer apply to this event. (B)(4) no longer applies to the event. If information is provided in the future, a supplemental report will be issued.